Event description:
On (B)(6) 2004, the pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the pt on (B)(4) 2004. The pt took humulin insulin 30 units at 5:00 pm on (B)(6) 2004. She obtained a fasting am result of 88 mg/dl on (B)(6) 2004. She took avandia 8 mg, but does not remember if she took humulin 40 units (her usual am dose of insulin). She obtained a result of 66 mg/dl after the result of 88 mg/dl; she doesn't recall the time difference between the results. She did not eat breakfast. She began to feel "goofy" and confused and called her sister, who lives close by. Her sister took her to the ER. She did not take any food or drink before going to the ER. A result of 40 mg/dl was obtained on the ER meter. She was treated with an IV and insulin and admitted to the hospital. She was hospitalized for one week for back pain and diabetes. Her insulin dosage was adjusted in the hospital. The customer care rep (ccr) discovered that the meter was set to mmol/l instead of mg/dl. The pt stated that she was not certain if she had changed the unit of measurement. The ccr also discovered that the test strips were expired. Based on the info provided by the pt, the meter correctly indicated a decreasing blood glucose level as the pt developed symptoms of hypoglycemia. Her blood glucose level continued to decline, as was reflected in the result obtained in the ER. There is no indication that she experienced injury or medical intervention due to the meter. The mas confirmed that the meter was correctly set in mg/dl on (B)(6) 2004. No products were replaced.